Event description:
It was reported that a patient had a red light on their remote control. It was later reported that the red light appeared during an MRI check. Troubleshooting steps were performed over the phone, including a reset on the remote. Light remains red. The patient reports the device has not been helping with bowels for some time and will make a doctor appointment for further evaluation. The ins is off at this time. Patient reports no falls or other traumas. It was later reported that the patient has an open impedance in electrode three and will need a lead revision. Causation is unknown. An MRI check was not performed because an MRI is required for back and leg pain. The patient experiences two bowel accidents a week, which is worse than baseline. Lead was placed in s2. Attempted to use electrode 0 with an expanded pulse width to target the s3 nerve or other adjacent nerves beyond s2. Stimulation was felt in the lower buttocks rather than the leg. Upon meeting with the physician, the patient opted to proceed with lead revision, moving the lead to the opposite side. A lead revision was performed on (B)(6) 2025 and doing well post-operatively. They have not had any bowel or bladder accidents and have had consistent, normal bowel movements. The patient will follow up as needed.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was returned for analysis. There was no report of a device performance allegation. Based on returned device investigation, it is unknown if lead fracture had occurred. The lead body was damaged; this may have occurred during device explant. There is no mention of lead damage in complaint description. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient had a red light on their remote control. It was later reported that the red light appeared during an MRI check. Troubleshooting steps were performed over the phone, including a reset on the remote. Light remains red. The patient reports the device has not been helping with bowels for some time and will make a doctor appointment for further evaluation. The ins is off at this time. Patient reports no falls or other traumas. It was later reported that the patient has an open impedance in electrode three and will need a lead revision. Causation is unknown. An MRI check was not performed because an MRI is required for back and leg pain. The patient experiences two bowel accidents a week, which is worse than baseline. Lead was placed in s2. Attempted to use electrode 0 with an expanded pulse width to target the s3 nerve or other adjacent nerves beyond s2. Stimulation was felt in the lower buttocks rather than the leg. Upon meeting with the physician, the patient opted to proceed with lead revision, moving the lead to the opposite side. A lead revision was performed on (B)(6) 2025 and doing well post-operatively. They have not had any bowel or bladder accidents and have had consistent, normal bowel movements. The patient will follow up as needed.